Event description:
The customer reported that while in patient use in adult mode, the respiratory therapist heard an audible alarm coming from the ventilator. The therapist tried accessing commands on the touchscreen display which was unresponsive to touch commands. The customer also reported that the ventilator was not ventilating the patient. The patient was removed from the ventilator and was placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). Carefusion field service replaced the user interface module and the device meets factory specifications.